Manufacturer narrative:
The report of a malfunction ID:( B)(4) (air trap assembly) error message on (B)(6) 2017 was confirmed through review of the submitted event log retrieved from the thermogard xp ivtm console (sn (B)(4)). Information received from the zoll service representative stated that the issue was resolved after the customer replaced the coolant block assembly and no further related events have been reported on the console. The thermogard console is a reusable device and was manufactured on 23 oct 2012 and has exceeded its expected service life of three years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard console (B)(4) displayed a malfunction ID:09 (air trap assembly) error message on the display screen during patient rewarming. According to the reporter, the air trap holder was dried out twice with compressed air and the inner wall was wiped dry with a paper towel; however, it did not clear the mid:09 error message. Following this, the patient was switched to another console to continue and complete the rewarming therapy. No known impact or patient consequence was reported. The console was taken out of service. The length of time troubleshooting the console and switching to another console was not specified. No further information was provided.